Manufacturer narrative:
The condition of failure code 403:317:871:0000 was confirmed through the event history. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a failure code 403:317:871:0000, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.